Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The iol had numerous particulate, customer unable to clarify the reported complaint. Iol returned positioned correctly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The haptics are intact, the optic has numerous particulate. Reported "white foreign substance" not observed. Added by heewon noh (pid-014978): row3. Since it happened quite a while ago (in april) and no separate notes were made when the defect occurred, the facility informed us that they are unable to verify it. Photo review: photo provided showing iol in lens case base. Reported complaint (small white foreign substance on the lens optic) cannot be confirmed from the provided photo. No root cause identified as the reported complaint " a small white foreign substance on the lens optic " was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of a significant amount of solution dried on both surfaces of the optic and haptics and numerous particulate. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, a small white foreign substance on the lens optic was found, no adverse event occurred in the patient. Additional information was requested.